Event description:
It was reported that the caller could not disconnect the transfer set and the solution bag. The caller stated the event occurred after therapy was completed with manual supplies. The caller stated the connection was too tight to be disconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection was performed and identified a missing chip/insert and marks were visibly observed on the outside of the y-set connector, indicating use of a tool. Functional analysis noted tight connection between the female connector and the y-set. Sample analysis verified the reported event. The lot number of the device was unknown; therefore, a batch review could not be completed. Upon conclusion of the investigation, the cause of the event was determined to be a damaged component. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The sample was returned and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.